Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system exhibited an error message when attempting to activate cautery. The error message showed "check footswitch in drawer" when activating bipolar or monopolar energy. The customer had restarted the erbe and checked footswitches in the drawer, but the issue did not resolve. The technical support engineer (tse) had the customer disconnect the foot switches on the back of the erbe and restart the system, but the issue did not resolve. The customer connected the system to an external energy device, which resolved the issue. The surgeon was then able to use cautery. The procedure was continued with no reported complications. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was unable to verify the issue, but replaced the erbe as a precaution. The system was tested and verified as ready for use. Isi has received the erbe for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted when the analysis is completed and if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer had to switch to a different generator after the start of the procedure due to the generator not functioning correctly. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information found in g3, g6, h2, and h3 analysis information can be found in h6 and h10 intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the "check footswitch" error. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the manufacturer for repair.